Event description:
During a procedure in the pediatric intensive care unit (picu), a kendall safe-t-vac suction catheter tray was opened and a dead spider was found in the sterile glove. This incident follows a series of 3 other incidents involving the same product from 3/8/00. The first incident occurred when the kit was opened and the water bottle was completely empty; 2nd incident involved the water being completely gone with crystallization around the lid of the bottle and condensation in the catheter; 3rd incident involved dirt in the container with the sterile catheter and gloves.